Event description:
Patient reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Wrinkling : no observed. Cancer breast-ndr : not applicable as the event is not related to the device. No additional observation. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) wrinkling: not observed. Cancer breast: ndr: not applicable as the event is not related to the device. No further actions are required as the device was implanted.

Event description:
Patient reported a right side rupture,"microcalcification" and " malignant mass". Device has been explanted.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device has been explanted and replaced.